Event description:
It was reported while using bd insyte autoguard pnk 20ga x 1.16in the needle could not retract. There was no report of patient impact. The following information was provided by the initial reporter: "the secure needle remains blocked on removal".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-dec-2022. Our quality engineer inspected the representative samples submitted for evaluation. Bd received two sealed 20g x 1.16in. Insyte autoguard units from lot number 2165893. A gross visual inspection of the returned units did not identify and damage or defects to the components. The units were functionally tested for needle retraction and both units successfully retracted. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte autoguard pnk 20ga x 1.16in the needle could not retract. There was no report of patient impact. The following information was provided by the initial reporter: "the secure needle remains blocked on removal".